Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/22/2019. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 29 years old, female date of index surgical procedure (B)(6) 2019. No further information can be provided for below questions: on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What was the route of the anti-inflammatory drugs, i.e., oral, IV, topical? Were cultures performed? Results? Other relevant patient history/concomitant medications what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlm096 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs / symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What was the route of the anti-inflammatory drugs, i.e., oral, IV, topical? Were cultures performed? Results? Other relevant patient history / concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. One day after the surgery, the abdominal incision became swollen and inflamed. Anti-inflammatory drugs were given to treat the infection, and mirabilite was applied to strengthen dressing change. The patient¿s condition improved. Additional information has been requested.